Event description:
It was reported that the screwdriver tip was worn and wouldn't hold screw.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Then forwarded to the manufacture site for further investigation. Review of the returned quickset tprd hex scdr u-joint found the tip worn. Based on the manufacturing investigation, it was found/observed "structural damage at the distal end. Specifically, the distal hex exhibited chipped corners, dents, and dings. The instrument body showed minor cosmetic degradation, including minor witness marks, scuffs, and surface scratches." A dimensional test was performed as part of the manufacturing investigation: " dimensional testing verified that almost all hex features remain within acceptable engineering tolerances. The single exception is the thickness across the hex flat, which measures .0005 inches below the allowable limit." A functional test was performed with its mating device and, the device was unable to retain the screw, as per state in the event description. The manufacturing investigation conclude that " the reported failure of the device to retain the screw is most likely attributed to localized physical damage and edge chipping on the distal tip from field use. All instruments should be inspected for damage prior to each use. Any instruments that show signs of damage or degradation should not be used. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. " therefore the cause can be attributed to end of life. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A manufacturing record evaluation was performed for the finished device [product code. 227463000/ lot. So2069250] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the quickset tprd hex scdr u-joint would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.